Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 75-90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non fasting and produced test results of 186 and 190 mg/dl. The product is not stored according to specification. The test strip lot manufacturer's expiration date is 7/21/2018 and open vial date is (B)(6). The meter memory was not reviewed for previous test result history: customers concern: customer is concerned low results in the 60's. Customer calling concerned with results she is receiving while using her meter are low for her customer states her normal blood results levels are 75-90 mg/dl.